Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that decreased sensing and high capture threshold were observed. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.